Event description:
It was reported that the right ventricular (rv) lead triggered an alarm for high impedance and was oversensing noise. A fracture was suspected. It was noted that the patient felt a vibration. The lead remains implanted but is out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).